Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing ineffective stimulation with both leads. X-rays confirmed one lead migrated. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective stimulation was restored post-op.